Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error of the cooling unit of the flat detector (fd). After starting the system, this error was recognized by the system and disabled the exposure correctly. The user noticed the issue and tried to resolve the problem by restarting the system. The fd-cooling unit has been exchanged on site by the local service organization. The error described in the complaint did not recur since. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a therapeutic procedure no xray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.